Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow-up in-clinic, their pacemaker exhibited signs of premature battery depletion less than five years after implant. The device was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Additional information: interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.